Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Initial reporter name: post office zip code: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant on tooth site #26 became fractured at the neck of the implant and had to be removed.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: type of investigation codes were updated: 3331, 4109, 4110, 4111. H6: investigation findings code was updated: 3252. H6: investigation conclusion code was updated: 4307. One (1) imp,tsv,4.1mm,sbm,11.5 (tsv4b11) was returned for investigation. Visual evaluation of the as returned product identified that the implant had bone debris attached to the external threads and was fractured in the collar region. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Based on the evaluation, the device malfunction has occurred. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and likely conforming when it left zimmer biomet. DHR review for the lot 63850009 revealed no deviations nor non-conformances which could have caused or contributed to the reported events. Complaint history review was performed for the reported lot number for 63850009 for similar events. The reported event could not be recreated due to the nature of the dental device and event (fracture). The complaint is related to the functional performance of the device. However, based on the investigation, risk review and IFU, the most likely causes determined from the investigation are parafunctional habits of the patient over the implantation period of 1 years, 4 months. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information was received at the time of this report.